Event description:
Problem 1: my gluco perfect 3 blood glucose meter -bgm- is inaccurately measuring hypoglycemic blood glucose levels as normal. After switching to a new glucoperfect 3 bgm, I began to notice hypoglycemic symptoms for test showing normal range results, 70 - 90 mg/dl. To research what was happening, I used a second bgm, a true track meter, to compare results. My method was to test the same blood drop with both the true track and the gluco perfect 3 meter. The test pairs are sorted in the laboratory data table below into three ranges, hypoglycemic below 60 mg/dl, normal 60-100, and upper 100-300. For each hypoglycemic test pair, I experienced low blood sugar symptoms. Notice that none of the glucoperfect tests in the hypoglycemic group report a blood sugar below 60 mg/dl. If my blood sugars were actually in the 68 to 92 range as the gluco perfect reported for these tests, then I would not experience hypoglycemic symptoms as I did. Therefore, the glucoperfect results are wrong. The glucoperfect meter missed every hypoglycemic event! Notice the correlation values for each range. The correlations for the hypoglycemic and normal range are a terrible .27. They don't track well at all. However, in the upper 100+ range, the correlation is excellent, .97. For this reason, I suspect a software problem with the gluco perfect 3 meter. I understand that the FDA allows a 20% deviation for a bgm from a lab result. For the sake of argument, lets say that the lab result for the hypoglycemic group was 20% above the value of the true track tests. It certainly was not 20% below the glucoperfect results; 20% below is not in the range yielding hypoglycemic symptoms. If the true track were 20% low, and the glucoperfect were 20% high, then the difference would be 40%. As you can see in the spreadsheet, the % difference ranges from 59% to 166%. This is not a case of comparing two meters with + or - 20% accuracy. There is something wrong with the glucoperfect in the hypoglycemic range. If other users are experiencing this problem, they will not discover it using the gluco perfect control solutions. The low control is for 100-150 mg/dl, well above the hypoglycemic range where the error is. Problem 3: the manufacturer of the gluco perfect 3 meter is not interested in quality control for their product. I presented this data to them through their technical assistance center, and was told that the true track meter was in error. Never did the supervisor -(B)(4)- ask for the bgm serial number or the strip lot number. This would be the starting place to track problems with a meter. After a month, I still have received no replacement meter from gluco perfect. Based on my e-mails correspondence, I think that gluco perfect has no protocol to discover problems with their bgms and test strips. If there is a systematic error in the glucoperfect 3 meter, then lives could be at stake. For example, an insulin dependent driver who takes the wheel of a car, trusting a gluco perfect blood sugar of 80, when it is actually 37, could pass out and crash. If you would like to investigate this inaccuracy further, I am willing to provide both the problem gluco perfect 3 meter and test strips. I can also provide my e-mail correspondence with gluco perfect technical support if you wish to audit their quality control procedures. (B)(6).